Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd camera head had video connector and image problem. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image problem was not confirmed. However, the device evaluation found the bad connection was due to a smashed connector tip. Additionally, they found the connector seal was broken and the coupler stopper fell off. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.